Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. A boston scientific technical service (ts) consultant advised the device is not depleting due to an advisory as the values have remained the same from two months ago. The boston scientific ts consultant advised the device be checked again in three months. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. A boston scientific technical service (ts) consultant advised the device is not depleting due to an advisory as the values have remained the same from two months ago. The boston scientific ts consultant advised the device be checked again in three months. Subsequently, this pacemaker was explanted and replaced with a new device. No additional patient adverse effects were reported. It is unknown if this device will be returned to boston scientific for analysis.